Manufacturer narrative:
.

Event description:
On (B)(6) 2011, a funeral home representative reported that the vns patient had passed away and they were going to return the explanted vns device. The representative did not know the cause of death or who the patient's neurologist was. The representative did state that he thinks that the cause of death was natural and knows that "seizure disorder" was written down but was unsure of the exact cause of death. The representative said he would be returning the generator and a portion of the leads as he simply cut the wires. The patient's obituary was found online and it reported that the patient had died unexpectedly at home of natural causes on (B)(6) 2011. According to the vital records department in the state the patient passed away in, the only entities who can obtain a copy of the patient's death certificate are legal representatives of the deceased's estate, immediate family members, extended family members who indicate a direct relationship to the deceased, and those with power of attorney. Since the manufacturer of the patient's medical device is neither of these entities, a copy of the death certificate cannot be attained. The explanted generator and lead were returned for product analysis on (B)(4) 2012 that has not yet been completed. The identity of the patient's neurologist is unknown at this time so no follow up can be made to the physician for further information. The patient's programming history was reviewed. On date of implant, (B)(6) 2006, a faulted system diagnostics test changed the patient to test settings of output=1ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=1ma/magnet output=500usec/magnet on time=30sec; however, the patient was interrogated afterwards and the settings in question were noticed and the patient was programmed back off to output=0ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60sec/magnet output=0ma/magnet pulse width=500usec/magnet on time=30sec since it was the date of implant. The patient was last programmed to output= 2ma/frequency=15hz/pulse, width=130usec/on, time=30sec/off time=0.8min/magnet, output=2.25ma/magnet, pulse width=500usec/on, time=60sec on (B)(6) 2010. A system diagnostics performed on (B)(6) 2010 showed the device to be functioning properly with output=ok/lead impedance=ok/dcdc=2/eri=no. A battery life calculation was performed with the programming history available which showed negative years until elective replacement indicator (eri) =yes.

Event description:
Additional information was received on february 2, 2012 when product analysis was completed on the explanted lead. A portion of the lead, including the electrode array was not returned for analysis, therefore an evaluation and resulting commentary cannot be made on that portion of the lead. Except for an abraded opening in the outer tubing, there were no observed product related issues with the returned lead portions. The lead assembly has remnants of what appear to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other the end of the returned lead portion. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Product analysis on the generator was completed on february 16, 2012. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. However, the elective replacement indicator (eri) was set. The battery was partially depleted and determined to be the result of normal expected battery consumption based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications and there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of possible sudep. There is no allegation or other information indicating that the death is related to vns.